Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced increased stiffness and an under dosing of baclofen. A dislodged catheter was reported. Diagnostic methods included device interrogation which revealed the pump was nearing its end of life however per event logs provided the elective replacement indicator read 36 months. An x-ray was also done on (B)(6) 2013 with results showing the pump was in the lower right quadrant and the tip of the catheter was in the subcutaneous soft tissue of the right flank. No intrathecal catheter was identified. The patient¿s mother elected to have the entire system removed without re-implant. The patient resolved without sequelae as of (B)(6) 2013. The device system was used to deliver lioresal. It was later reported that the catheter was disconnected from the pump. The x-ray had been done to check the status of the catheter for when a new pump was going to be placed. The x-ray showed the catheter ¿wasn¿t even hooked up¿. It was noted the patient¿s mother indicated the patient ¿could have died¿ and believed the health care provider (hcp) should be notified every so often to x-ray the patient to make sure the catheter is hooked up but if not that the device manufacturer should design a device that has a feature that if the catheter comes undone the device would immediately alarm. The patient¿s mother was concerned the patient now could have potential organ damage from baclofen leaking through although she spoke with the hcp who said it wasn¿t a concern.